Manufacturer narrative:
Investigation: our quality engineer inspected the samples provided. Bd received a total of three 24ga nexiva units. Unit #1 was a 24ga catheter-adapter assembly connected to a saline filled syringe. Unit #2 was only a catheter-adapter assembly and unit #3 was received within a sealed package from lot number 8230803, all contents were intact. A water-leak test was performed on the units. Leakage was observed with unit #1 as the catheter tubing had a cut-hole above the nose of the adapter. Unit #2 revealed damage on the nose of the winged adapter however leakage was not confirmed. There was no physical or mechanical damage found on unit #3. Leakage was not observed. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The damage observed on the nose of the wind adapter (units 1 and 2) appears to be triggered by the manufacturing process typically due to a station misalignment or gripper malfunction causing excess force on the supporting block, which could cause the damage as well as the spear through. DHR was performed: a potentially related qn (B)(4) for air-water leak failure was initiated during production ¿ disposition, root cause and corrective actions were applied per control plan.

Event description:
Material no: 383531 batch no: 9035541 it was reported that during use of the bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) saline was leaking from the catheter junction when flushing. The following information was provided by the initial reporter: "rn notice saline leaking from the catheter junction when flushing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 383531. Batch no: 9035541. It was reported that during use of the bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) saline was leaking from the catheter junction when flushing. The following information was provided by the initial reporter: "rn notice saline leaking from the catheter junction when flushing."